Event description:
It was reported that the lead was not pacing; suspect it was possibly damaged by suture. Device was removed from service. No patient complications have been reported as a result of this event.